Manufacturer narrative:
Date of event: exact date unknown, event occurred three months after the device was implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7107570/7107573.

Event description:
It was reported that the stimulation was making the patients muscles weak and uncomfortable despite multiple attempts of program adjustment. The patient underwent an explant procedure wherein all device components were removed and discarded.